Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was observed. While a 3.5x12mm omega stent delivery system was being removed from its packaging during preparation for the procedure, proximal stent strut damage was observed. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Event description:
It was reported that during preparation for a stenting treatment procedure, stent damage was observed. While a 3.5x12mm omega stent delivery system was being removed from its packaging during preparation for the procedure, proximal stent strut damage was observed. No patient complications were reported. This product is only ous approved but it is similar to an approved us device.

Manufacturer narrative:
Device evaluated by manufacturer - the omega device was received with original product carton and no other devices. There was blood and contrast in the guide wire lumen. The stent was centered between the markerbands on the tightly folded balloon; there was no indication the device was subjected to positive (inflation) pressure. There was a bent stent strut in the second distal row. There was distal tip damage. Magnified inspection presented no evidence of any product quality deficiencies contributing to the confirmed stent and tip damage. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
Device is combination product. Device evaluated by MFR: the device was not returned for analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is considered handling damage as the event occurred prior to patient contact. (B)(4).